Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, image fault, b30 communication error and no image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointatinal videoscope exhibited interference and lines on the image during an oesophago gastro duodenoscopy diagnostic procedure. There was no patient harm.